Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: b.5: it was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. Staphylococcus aureus was expected and staphylococcus epidermidis was obtained. No health impact or consequence reported. Investigation summary: a complaint was reported misidentification of patient results on a phoenix m50 instrument. The customer reported that they were receiving inaccurate results on different strains, most commonly where the expected outcome was staphylococcus aureus, with the instrument instead reporting staphylococcus epidermidis. A bd field service engineer (fse) was dispatched to the customer site. The fse did not note any issues with the instrument upon arrival. To ensure the instrument was functioning correctly and to ensure customer satisfaction, the fse ran a cyanophycin granule peptide (cgp) strain in duplicate; with one being assembled by the customer. Both strains processed used a gelosa sangre medium. Both tests received the same correct results. It was recommended that the customer use enriched media instead of chromogenic media. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history was carried out and revealed no previous cases for this failure mode. However, a case was opened after this one for misidentification. The investigation will continue into that case. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. Staphylococcus aureus was expected and staphylococcus epidermidis was obtained. No health impact or consequence reported.